Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. A UDI nor a lot number was provided by the end user, therfore section d4 was unable to be filled in. Reference (B)(4).

Event description:
Per a pmcf study: xcela PICC with pasv valve technology: catheter-related dvt event occurred during usage of the device. Use of graduated compression stockings to enhance venous return and alleviate symptoms associated with dvt.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. In addition, there was no report of PICC malfunction during device use, just patient sae of dvt. The customer's reported complaint description of the patient experienced dvt cannot be confirmed due to the patient centric nature of the serious adverse event (sae). No PICC product was returned to angiodynamics for evaluation since there was no reported PICC malfunction or performance issue, just patient sae of dvt. Thromboembolism is cautioned in the device dfu as potential complication/adverse event for an implanted PICC. There was no reported malfunction/performance issue with the use of the PICC, therefore, no device was returned for evaluation. There is no indication that the PICC assembly/packaging/sterilization was a contributing factor to the patient serious adverse event of dvt. Thromboembolism is cautioned in the device dfu as potential complication/adverse event for an implanted PICC. Potential contributing factor for this patient sae (dvt) is care and maintenance of the PICC, i.e. Inadequate flushing of the PICC post infusion. No DHR review was conducted since there was no reported lot number and DHR review of ship history report lots could not be performed since packaged good upn and customer account number is unknown. Labeling review: the directions for use (dfu, 14600577-01) that is provided with the reported device contains the following statements: flushing - flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. - flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Precautions - never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis. - exercise care when advancing the catheter or guidewire to avoid trauma to the vessel intima. Do not use clamps, toothed or ribbed forceps. Do not use clamps or other instruments with teeth or sharp edges on the catheter or other instruments to advance or position catheter as catheter damage may occur. - following institutional policy, secure catheter externally to prevent catheter movement, migration, damage, kinking or occlusion. - if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. - incompatible drug delivery within the same lumen may cause precipitation. Flush catheter lumen following each infusion. Management of lumen occlusion the lumens of piccs may infrequently become obstructed. Lumen obstruction is usually evident by failure to aspirate or infuse through the lumen or inadequate flow and/or high resistance pressures during aspiration and/or infusion. The causes may include but not limited to catheter tip malposition, catheter kink, or clot. One of the following may resolve the obstruction: · verify there is no kinked tubing in the catheter section external to the body. · reposition the patient. · have the patient cough. · provided there is no resistance with aspiration, flush the catheter vigorously with sterile normal saline to try to move the tip away from the vessel wall. Use a 10 ml or larger syringe. Catheter maintenance it is recommended that institutional protocols be followed for all aspects of catheter care, use and maintenance. The following care, use and maintenance information is not intended as a substitute for institutional protocol, but rather, to describe guidelines and recommendations that can be used successfully with the xcela PICC with pasv valve technology. General catheter care and use · use aseptic technique during catheter care and use. Potential complications/adverse events · air embolism · hemothorax · hematoma · infection · intolerance reaction to implantation device · catheter occlusion · death · drug or contrast medium precipitate · sensitivity or allergy · sepsis · thromboembolism · thrombophlebitis · vascular thrombosis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).